Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that the insulin pump had a compromised force sensor system alarm. During troubleshooting, the customer confirmed that the drive support cap was flush. Blood glucose level at the time of the incident was 99 mg/dl. The customer's mother will not return the device for analysis and it will not be replaced.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose protruded drive support disk. The insulin pump had minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and missing the end cap sticker.